Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that image interference occurred due to communication failure of a faulty cable. As to faulty cable, it is likely the cable was broken due to disconnection caused by the damage of the cable. Damage to the camera cable can be prevented by following the instructions for use which states: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation attributed the issue to a damaged/twisted cable causing noise in the image. Additional findings include; the coupler rattles, there is corrosion on coupler unit and damage on the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had image interference with cable movement. The issue was found during preparation for use. There were no reports of patient harm.